Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was not received with the original battery cap. The insulin pump alarmed for a failed battery test due to a corroded battery tube. No functional testing could be completed due to the battery alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was having to change her insertion tight every two days because it would bubble up and the insulin pump would no longer deliver insulin. She also stated that the insulin pump was requiring mattery changes every two days. The customer did not specify any particular blood glucose levels but stated she experienced three lows in one day over a four hour time span. Customer was advised to revert to a back-up plan. Nothing further reported.